Manufacturer narrative:
Insulin pump was received with motor error alarm during rewind test due to jammed motor gear box. Unable to verify compromised force sensor system error alarm due to motor error alarm. Insulin pump had cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was 190 mg/dl. The drive support cap was loose. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.